Event description:
Customer reported 3 false positive results on their alinity m sars cov-2 assay. The customer stated that some patient samples for sars-cov-2 assay results were between cycle number (cn 33 and cn 36). Based on the cycle number, the customer considered them undetermined and require retest. Customer stated that the samples were retested on liaison® mdx instrument, the results were negative. The customer confirmed only the negative results were reported outside the laboratory. Therefore, there was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
D4 catalog number has been populated; this information was previously included in model#/ g1 has been updated to reflect a change in personnel. Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: quality data review device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n78-090) lot 515948 (including components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n78-090) lot 515948 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated. A product deficiency could not be identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n78-090) lot 515948 was not identified.